Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited farfield oversensing on the atrial channel, resulting in false atrial tachy response episodes. Technical services (ts) was consulted and also identified instances of undersensing. Programming recommendations were subsequently provided. The patient will continue to be followed to assess device performance following the implemented changes. No adverse patient effects were reported. This device remains in service.